Manufacturer narrative:
Additional information was received on (B)(6) 2019. Date of implant has been updated to (B)(6) 2019. Date of explant was provided. Patient code has been added. Patient code 1994 was erroneously submitted in initial report. Reason for explantation has been updated below. Reason for device explant and/or reoperation: hemorrhage, wound infection, capsular contracture, breast cyst, hematoma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with mentor smooth high profile gel implants in 2016 experienced the following: left breast hemorrhage the day after surgery, resulting in surgical intervention withdrawing 800 ml of blood. 6 weeks post-op, after having followed all the instructions. The patient had right breast (B)(6) requiring antibiotics and 4 penrose drains in the right breast. The infection did not resolve and the patient underwent implant removal under local anesthetic as the patient was pregnant. Patient reports they had to "empty my breast and go up almost to my right shoulder" the patient reported respiratory pain in my chest, near the left implant. Around (B)(6) 2017, she was rushed to the hospital for redness, heat and pain under the left breast at the level of her scar. She spent 2-3 days in the emergency room being treated with antibiotics. The patient saw her plastic surgeon days later and he informed her left implant was displaced from its original location and that she had capsular contracture (baker grade not provided). The patient had an accumulation of fluid of an unknown nature in the lower and internal areas of the left breast. The patient underwent explantation of the left breast implant in (B)(6) 2017. Pathology revealed an unknown bacterium in her left breast implant. In (B)(6) of 2017, a bump the size of a golf ball appeared under my left breast within a period of days. The sample was biopsied under local anesthesia from which an odorless creamy fluid was taken. He decided to remove the bump at the same time but upon opening it, he realized that it was a kind of cyst. The cyst also extends to her chest, between her ribs. The patient underwent 3 hour surgical intervention under local anesthesia to remove all traces of the cyst. The patient went home and had wound bleeding and applied pressure to her wound with towels and went back to the hospital. The patient underwent reopening of wound in outpatient clinic (operating rooms were occupied) and patient reported that blood spurted from a vein. The patient reported there was no nurse and she had to apply pressure to her own breast during procedure and that she lost a lot of blood. The patient was operated on 2-3 hours later. Post removal of the implants her heart and chest pains stopped. The patient reports small, empty, distorted breasts, large visible scars, and virtually no sensations in the right breast. The patient has been tested 3 times for (B)(6) and is not (B)(6) as of now. No product issue, such as rupture, was reported. This medwatch form is for the left breast prosthesis. See for 1645337-2019-17175 contralateral prosthesis report.